Event description:
Pacs application fails to identify that an external radiology report has been received and permits a radiologist to continue dictating a case that has been already finalized. This allows the discrepant reports to exist (1 internal to our pacs and 1 from the local radiologist who has their report entered into the permanent medical record). The locally generated report is not archived in pacs and any subsequent review of the case as a prior or for qa purposes, will have conclusions based on the internally generated report which is not the report of record.